Event description:
The electrode migrated through the outer ear canal thus the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received the device was explanted due to an extrusion of the electrode into the external ear canal. Despite requested neither further information nor the device has been received for investigation.

Event description:
The electrode migrated through the outer ear canal thus the device was explanted.